Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As provided by the FDA under report number (B)(4): while attempting to gain arterial access on a patient, two micropuncture kits were opened and attempted to utilize both micropuncture sheaths had shredded while exchanging for a 5 french sheath. Both are from the same lot number.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, quality control, and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no relevant nonconformances were discovered. The vendor of the outer sheath was contacted and all production conditions were normal and no nonconformances were noted. In-process quality testing exceeded specification. This is the only reported complaint of a sheath fully separating from the hub associated with the complaint lot number. The customer returned a used and damaged ptwt-4.0-42-10 outer sheath, which is a component of the micropuncture transitionless stiffened cannula access set. The returned component was inspected and it was confirmed that the entire sheath material was fully, cleanly separated from the hub. The sheath was found to be elongated based on the measurements taken; the sheath should be 10 cm long but was measured as 12 cm in length. The outer diameter of the un-compromised portion of the sheath was found to be within specifications. The inner diameter of the device gaged through the distal end met specifications. Based on the device failure analysis and similarities in appearance of the returned complaint device to other devices, it is possible to conclude that the device encountered forces beyond its intended design during the procedure.

Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, trends, quality control, and visual inspection of the returned device was conducted during the investigation. The second of the two reported micropuncture transitionless stiffened cannula access sets was evaluated. This device was confirmed to be stretched and split (partially separated) near the hub. The inner catheter was attached to this device and was exiting through the split. The sheath was found to be slightly elongated. The outer diameter of the un-compromised portion of the sheath was found to be within specifications. The inner diameter of the device gaged through the distal end met specifications. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. The vendor of the outer sheath was contacted and all production conditions were normal and no nonconformances were noted. In-process quality testing exceeded specification. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.